Event description:
Additional information was received july 11, 2019. The procedure was a percutaneous coronary intervention (pci). A 6fr. Sheath was used. A pre-deployment angiogram was performed. There was no issue with insertion; however, the device (including anchor) came off from the vessel upon deployment of the angio-seal device. Additional devices used was the 0.035 gw that comes with the angio-seal, and a 6fr cordis femoral sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections b5 and e1.

Manufacturer narrative:
Results - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly, hemostasis sheath, and the completely opened poly foil pouch were returned. Visual inspection revealed several kinks on the carrier tube assembly. The carrier tube assembly was found to be completely removed from the hemostasis sheath and the deployment sleeve of the device was in the full rear lock position with the color bands fully exposed. The anchor was exposed at the distal end of the tube. No visual anomalies were noted with the anchor. The hemostasis sheath was the examined and the bypass tube was present inside the hemostatic valve. No other visual anomalies were noted with the device. Functional testing was performed, and the returned carrier tube assembly was carefully inserted into the hemostasis sheath. Then, the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that upon bringing back the device for investigation, the sales representative attempted to remove the angio-seal sheath manually to check the presence of the anchor and collagen after a non-deployment pullout event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor deployed the angio-seal device, after the anchor lock, he pulled the angio-seal back to deploy the vascular closure device. However, he stated that the angio-seal suture broke and he had to use manual compression to achieve hemostasis for the patient. The patient was treated as intended and was reported to be in ok condition.